Event description:
It was reported that the pt underwent a spinal procedure to implant the posterior fixation. Two months post op, it was found that one of the fixation screws broke. It was reported that the fusion is progressing. The pt reportedly is doing well at this time. No revision surgery is planned at this time.

Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for eval. We are unable to determine the cause of the event.